Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
Insertional achilles tendinitis of right foot.